Event description:
The customer reported to olympus, that the lightsource had an e102 error code (high internal temperature). The issue was found during the end of a diagnostic colonoscopy procedure that was completed using the same set of equipment without delay. There were no reports of patient harm.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. During troubleshooting with olympus technical assistance center (tac) , the customer mentioned that the spare lamp came on. The customer changed out the lamp again and the e102 error recurred. The customer will check to see if dust or something else is blocking the cooling fan in the back. The customer was transferred to repairs to start the return process to return the device for inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.